Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and biphasic pcb assembly. Proper device operation was then confirmed through functional and performance evaluation. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not charge or shock defibrillation energy during the daily test. There was no patient use associated with the reported event.